Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the shaft of the scope being bent. A visual inspection was performed and showed the outer tube is bent with internal cracked lenses. No manufacturing related defects were observed. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the shaft of the scope was bent during the procedure which could lead to complete loss of visualization. No patient impact was reported in association with this event.